Manufacturer narrative:
Device was explanted and returned for analysis. No explant date was reported. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eos battery status, triggered on (B)(6) 2021. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Based on the analysis, this ICD was identified to be affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable. For further insights a ram dump of the ICD or the device itself would be necessary for analysis. The root cause can only be conclusively determined by an analysis of the device itself. Based on the available information, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported, that after approx. 53 months the device reached eri. The device will be explanted.